Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was discovered that customer was not completing air removal step correctly. Tandem technical support (cts) educated caller on how to complete the cartridge air removal step. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained. There was no reported adverse impact to the customer's blood glucose level.